Event description:
The reporter visually noticed that the right side of the foot section had been broken, prior to use with the next patient. The distributor was then notified immediately of the product problem. The table was pulled from service by the user. Service found the leg section frame casting was broken on the right side at the pivot point of the seat. No injuries to patient(s) or personnel were reported, nor known to have happened, according to the user facility.